Event description:
Fluoroscopy identified a fracture of the pt's atrial pacing wire with a free retention wire,. This was confirmed during explantation on 6/17/96. Lead was not implanted at the user facility.